Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Batch file review did not reveal any issues related to this complaint. One small particle was received at the plant for evaluation. The particle seems to be a piece of rubber. The involved set was not available at the manufacturing plant. Hence, it is unknown in which part of the set the reported particle has been found. Furthermore, the particle seems not to be consistent with any of the materials used on the reported code. The particle could also have been originated from the bag/bottle attached to the set. It can be concluded that since the involved set was not available and since no further information was received, the root cause for the reported non-conformance could not be established.

Event description:
A complaint was reported to baxter (B)(4) of a continu-flo set that had a plastic material moving down the tubing while the patient was connected to the set. The nurses stopped the infusion and cut the tubing with the piece of plastic. There was no patient injury or medical intervention needed. No additional information is available.